Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had cracked case at display window corner, cracked lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer stated she was testing her blood glucose level and when she pressed the button on the device it started to alarm. Customer's blood glucose was 115 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm, but does get sweaty. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.